Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. Based on the results of the investigation, foreign material came out of the device, but a definitive root cause cannot be determined. Due to corrosion on upd (endoscopic position detecting unit) board unit, image temporarily disappeared. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited connecting tube, adhesive on a-rubber (bending section cover), scope connector case, scope connector cover unit, control section, switch box, up/down, forceps elevator knob, grip with foreign objects and image temporarily disappear. There was no patient involvement.